Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A valve actuation test, system air leak test, patient sensor calibration check passed. A 15mins simulated treatment was performed and encountered a grinding motor pump a. Treatment progressed and encountered an alarm. Voltage verification check failed. Failure traced patina build up on j8, causing cable to not be seated properly, resulting to weak contact. Replaced j8 cable. 5 volts is now stable. Voltage verification check passed. A 15mins simulated treatment was performed without any failures or problems. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler was alarming with a balloon valve leak warning during step 5 of setup for treatment several times. The patient re-set up the cycler with new solution bags and a new tubing set but the warning reoccurred and persisted. The patient confirmed that the warning went off at least 20 times. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.